Event description:
A cartridge alarm was reported by the caller, with the customer's blood glucose level indicated as "high," although the specific value was not known. Correction was addressed by the customer through an injection. No third-party assistance was required, and the issue did not occur during the loading process. The caller had experienced similar cartridge alarms previously with consecutive cartridges. Tandem technical support decided to replace the pump.